Event description:
It was reported the customer was not receiving the same beeping noise as they did when they were being alerted of their highs or lows. Customer stated there was one beep instead of a constant beeps. Customer also stated they would not hear the alerts when they were expecting them. The customer's blood glucose was unknown. The customer stated they would call back to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.